Event description:
My wife had multiple abdominal wall hernias repaired on (B)(6) 2013, using gore dual mesh surgical material. The mesh had perforated her bowel within about two months of her operation, which resulted in a serious infection and a number of other medical issues. She was put on tpn nutrition (B)(6) 2013, and is still on it today. The bowel perforation caused by this surgical mesh has resulted in numerous trips to the emergency room and hospital admissions for my wife. She was admitted to a long term acute care hospital (ltach) on (B)(6) 2014, and remains there on a respirator.